Manufacturer narrative:
(B)(4) - dilator advancement difficulty is not labeled in the IFU. Event eval: still under investigation.

Event description:
Upon the initial attempt of delivery of the device, the device would not advance over the wire. The physician had to force wire into the tip of the device and finally got it to go in with some resistance. Once the graft was deployed, could not advance dilator to retrieve top cap. Had to pull top cap down to dock with dilator. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experienced any adverse effects due to this occurrence.